Event description:
Broken handle. Confirmed complaint: trigger broken off. Repair order 97786. Wallach ultra freeze 900076 e-complaint(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation. X-review DHR x-inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/01/2015 under wo #172173 and shipped on 10/07/2015. Manufacturing record review: DHR 172173 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced in april 2016 for a bottle that had lost its vacuum seal. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log 97786. Visual evaluation: visual examination of the complaint unit revealed physical damage to the trigger. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the broken trigger is being attributed to handling error by the end user. *correction and/or corrective action the unit was repaired, tested and returned to the customer. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Broken handle. Confirmed complaint: trigger broken off. Repair order 97786. 1216677-2022-00058 wallach ultra freeze 900076 e-complaint-(B)(4).